Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This occurred during use of the device for peritoneal dialysis therapy. The device was in use for eleven (11) days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with the minicap attached to the female connector. A visual inspection with the naked eye noted a broken occluder foot. There was evidence of a substance around the threads of the main body and in the twist sleeve. The reported condition was verified. The cause of the broken occluder feet on the main body could not be determined; however the damage is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.